Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that 1 of the screws are broken and he needs it replaced that attaches the rim to the motor.